Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, fragments from the working end of instrument allegedly broke off and fell inside the patient. It was confirmed that the metal tip of the instrument was retrieved; however, the plastic piece at the end of instrument was missing and the location of the missing fragment is unknown. Although, no patient harm was reported it is unknown what caused the breakage to occur and the location of the missing fragment is also unknown.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a ¿metal piece¿ from the working end of the maryland bipolar forceps instrument broke off inside the patient. The surgical staff was able to retrieve the ¿metal piece¿ with a laparoscopic microfrance. However, it was alleged that the plastic piece at the end of the instrument was missing and the location is unknown. On 21-may-2018, intuitive surgical inc. (Isi) contacted the site's robotics coordinator and obtained the following information regarding the reported event: the robotics coordinator was not present during the surgical procedure which was completed successfully. The surgeon stated that during the surgical procedure, the maryland bipolar forceps instrument¿s ¿metal piece¿ from the working end broke off and fell inside the patient. The surgical staff retrieved the metal piece with a laparoscopic microfrance instrument. At that point, the surgical staff noticed that the plastic piece at the tip of the instrument was missing. However, the surgical staff was unable to find the missing instrument fragment inside the patient. At this time, the location of the plastic piece is unknown and the site alleged that it could be retained inside the patient. The robotics coordinator confirmed the following: the instruments were inspected prior to use, there was no collision of instruments, and the instrument was not in contact with any hard material. There is no video recording of the procedure and it is unknown what surgical task was being performed when the fragments allegedly fell inside the patient. It was reported that he surgical procedure was completed successfully. As of the date of this report, no post-operative complications have been reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.591" was found to be broken off at the yaw pulley and was not returned. The instrument was also found to have a broken bipolar yaw pulley. Broken piece was missing as a result of breakage. Size of missing piece was approximately 0.083" x 0.212". The failure modes were found to be most commonly due to mishandling, such as excess force applied to the distal end of the instrument. This complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, fragments from the working end of instrument allegedly broke off and fell inside the patient. It was confirmed that the metal tip of the instrument was retrieved; however, the plastic piece at the end of instrument was missing and the location of the missing fragment is unknown. Based on the device evaluation results, the damage to the instrument was found to be most commonly due to mishandling/misuse, and not due to a malfunction of the instrument. Although, no patient harm was reported the location of the missing fragment is unknown.